Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this right ventricular (rv) lead was performed. Analysis showed that the high capture threshold allegation was not confirmed. Based on normal lead resistance measurements, a passing hipot test and x-ray inspection that showed no conductor abnormalities.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. The rv lead was surgically explanted. No additional adverse patient effects were reported.